Manufacturer narrative:
On 01/28/2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the reported information, the patient experienced a deflated tissue expander during visual inspection of the device, it was observed with no apparent damage. Leak testing revealed there was a tear located in the union between patch and shell located at the posterior view. Microscopic examination was performed and the cause of the rupture could not be identified. Deflation is a known complication associated with mentor tissue expander. Possible causes of deflation of tissue expander include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: tissue expander deflation. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast reconstruction procedure with a mentor ce low height te 450cc tissue expander that deflated after implantation. Deflation of the patient's left side tissue expander was reported. As a result, the patient underwent explantation and replacement with an unspecified device on (B)(6) 2019.